Event description:
It was reported that the rubber sleeve did not cover the bd vacutainer® precisionglide¿ multiple sample needle inside the holder during, causing blood to leak over the patient's arm. The following information was provided by the initial reporter, translated from portuguese to english: "blood leakage in the holder. This situation occurs when collection requires more than 7 tubes / 10 tubes. In collections with lower volumes of blood / tubes the performance has been normal." According to video sent by the customer, the rubber (sleeve) is not covering the needle and is inside the holder. So, the blood leaks and dirties the patient's arm.

Manufacturer narrative:
Investigation summary: bd received samples and a video from the customer facility for investigation. The video was evaluated and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. However, evaluation/testing of the customer samples was performed and sleeve leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer video, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. However, evaluation/testing of the customer samples was conducted and sleeve leakage was not observed. Root cause description: based on the investigation, a root cause could not be determined, as the tested-returned needles were within specification. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the rubber sleeve did not cover the bd vacutainer® precisionglide¿ multiple sample needle inside the holder during, causing blood to leak over the patient's arm. The following information was provided by the initial reporter: "blood leakage in the holder. This situation occurs when collection requires more than 7 tubes / 10 tubes. In collections with lower volumes of blood / tubes the performance has been normal." According to video sent by the customer, the rubber (sleeve) is not covering the needle and is inside the holder. So, the blood leaks and dirties the patient's arm.